Event description:
The following information was reported to aci via medwatch report # (B)(4) which was submitted to the FDA by the user facility: "device failed to deploy in the right femoral access site at the end of the case, causing hematoma/bleeding. Md evacuated hematoma surgically in procedure and maintained immediate hemostasis. Post procedure, large hard hematoma noted and proximal edges marked for continual assessment." The cath. Lab nurse reported on (B)(6) 2013 to the aci sales professional that a (B)(6) female patient who weighed (B)(6) underwent a left sfa (superficial femoral artery) interventional peripheral procedure on (B)(6) 2013. A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel size to be 8mm. Access was obtained at the right common femoral artery via a 5f terumo pinnacle sheath. The 5f sheath was exchanged with a 6f terumo sheath. The physician then used a 4f berenstein catheter to access the left femoral artery. The physician performed hand injections to visualize the left sfa. The patient was given 8,000 units of heparin IV. Then the physician proceeded with an angiojet system. After passing through the lesion with the angiojet, the catheter was removed and the physician proceeded to stent the lfa (left femoral artery). Once the stent deployment was completed, the catheter was removed. During the procedure the patient received 20ml of tpa (tissue plasminogen activator) infusion. Following the procedure, the physician selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the device was deployed but the deployment failed (it is unknown how it failed). Manual pressure was applied for approximately 20 minutes at which time a hematoma (size unknown) was noted. Manual pressure was re-applied (duration unknown) and the hematoma was stabilized. The patient was then discharged to the ICU. The patient was admitted for left leg lower extremity pain. On (B)(6) 2013, the patient underwent a left femoral bypass procedure below the knee to restore flow at which time an incision in the right groin was made and the hematoma was drained. It was reported that the patient underwent the bypass procedure as a result of a failed intervention to restore flow of the left lower extremity not as a result of the mynx device. The aci sales professional was not given any status regarding the patient post op. No further information is available.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1312301) indicated that the device lot met all established performance criteria prior to shipment.